Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. Leakage of an unspecified solution from the device's cassette was reported during an infusion. There was no harm to the patient as a result of the complaint/event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Initial reporter (full) phone: (B)(6).

Manufacturer narrative:
Received one used list #14687-15 primary plum set. As received, the cassette was observed to be slightly bent. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. A cassette test failure alarm was returned during testing and further infusion was unable to be performed. The set was leak tested per specifications. Two leaks were observed in the cassette. The complaint of cassette leakage can be confirmed. The probable cause is related to the product being exposed to excessive heat during transportation, that may contribute to the warpage of the cassette leading to cassette errors and leakage. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 15may2024.